Event description:
It was reported that during a device check in the clinic the shock impedance of the tachy lead was found out of range (<20 ohms). The lead was capped and a new lead was implanted.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for ICD and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data were inspected. The inspection of the available iegm from may 27th, 2024 documented three aborted charging cycles, as expected, due to the detection of an external short circuit which might have otherwise damaged the ICD. Furthermore, inspection of the impedance trends showed values of the shock impedance intermittently <25 ohms since january 2024. Despite these observations, there was no indication of an ICD malfunction. Based on the data the ICD functioned as expected. In conclusion, the devices were not returned for analysis. The returned data revealed no indication of an ICD malfunction. Based on the analysis, it is reasonable to assume that the clinical observation resulted from an insulation damage of the lead. The analysis did, however, not reveal any sign of a material or manufacturing problem.